Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The test strip lot number is unknown, therefore the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that the adc blood glucose meter displayed a low reading when compared to a laboratory result. Customer experienced a loss of consciousness and was taken to a local hospital where a lab result of 386 mg/dl was obtained within 10 minutes of the adc meter reading of 136 mg/dl. The readings were plotted on a parke¿s error grid and the results fell into the ¿c¿ zone, showing the difference in values to be clinically significant. Customer was diagnosed with diabetic ketoacidosis (dka) and administered an unspecified injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs have been reviewed for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified. A review of freestyle insulinx meters and precision test strips was conducted and there were no deviations or abnormalities which could have caused the complaint.

Event description:
Customer's mother reported that the adc blood glucose meter displayed a low reading when compared to a laboratory result. Customer experienced a loss of consciousness and was taken to a local hospital where a lab result of 386 mg/dl was obtained within 10 minutes of the adc meter reading of 136 mg/dl. The readings were plotted on a parke¿s error grid and the results fell into the ¿c¿ zone, showing the difference in values to be clinically significant. Customer was diagnosed with diabetic ketoacidosis (dka) and administered an unspecified injection. There was no report of death or permanent impairment associated with this event.